Event description:
It was observed during device evaluation, that the ultrasound gastrovideoscope had adhesive cracking off around the transducer, the transducer was cut, and adhesive was missing around the elevator cover. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported failures was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.